Event description:
The customer received questionable hepatitis b surface antigen (hbsag) results for one patient with a previous positive result. The testing was performed on cobas e411 serial number (B)(4) on (B)(6) 2015, the result was 0.56 coi (non-reactive). The patient went to another laboratory and the result was reactive. No specific data was provided. On (B)(6) 2015, the patient was redrawn and the result was 0.77 coi (non- reactive). This result was reported out. The customer repeated the sample and the results were 1.53 coi (reactive), 2.86 coi (reactive), 3.5 coi (reactive), 3.67 coi (reactive), and 3.68 coi (reactive). On (B)(6) 2015, the patient was redrawn and the results were 0.59 coi (non-reactive), 1.46 coi (reactive), and 2.64 coi (reactive). The result of 0.59 coi (non-reactive) was reported out. This sample was tested on an architect analyzer on (B)(6) 2015 and the result was non-reactive. No specific data was provided. The patient was not adversely affected.

Manufacturer narrative:
As sample from the patient was not available for further investigation, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A sample from the patient was sent for investigation. Based on the testing, the non-reactive result was believed to be correct. Hbsag confirmatory testing was performed and confirmed the negative result. A specific root cause for the reactive results could not be identified. Sample contamination at the analyzer or interference was possible.